Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gyn procedure, after making a few seals, tissue was not sealed. New device was opened to continue. No tones were known to be heard. There was no patient injury and no bleeding.

Manufacturer narrative:
Evaluation summary: the product was not returned to the post market vigilance (pmv) laboratory for analysis. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Without the product a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the product is returned, we will re-open this investigation. If information is provided in the future, a supplemental report will be issued.